Manufacturer narrative:
The customer contacted ge healthcare technical support. Ge healthcare technical support recommended to the customer that they contact their service provider to calibrate the electronic vaporizer. No patient information available at time of MDR filing.

Event description:
The hospital reported that desflurane was set to 5.5% but they are seeing 8 to 8.6 on the measurement. There was no report of patient injury.